Event description:
The customer called to report multiple button error alarms and low blood glucose levels. The customer stated that the paramedics were called last night due to this issue. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.